Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10" message on the 4th day of wearing a adc freestyle libre 2 sensor and was unable to obtain readings. As a result, customer experienced a loss of consciousness and had third-party intervention who provided "glucose gel" for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.